Event description:
During an installation at the customer site, a philips field service engineer (fse) found that the intellivue mx400 patient monitor displayed a "speaker malfunction" inop and no sound was coming from the device. No patient involvement.